Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for another issue (documented in MDR 2517506-2016-00330). After evaluation of the instrument, the cse identified a damaged power plug on the refrigerated storage module, and replaced it. The cse revisited the customer site and replaced the power cords. The instrument is performing according to specifications. No further evaluation of the device is required. Modules and related interface slots that were shipped to customers after may 21, 2014 include a power cord that has two available plugs that allow for two possible configurations. Siemens healthcare diagnostics has been informed by our supplier that the plug that is used to connect to the automation system power source may overheat. Urgent medical device correction (umdc) lai16-03.a.us was sent to customers in the united states in october 2016 and corresponding urgent field safety notice (ufsn #lai16-03.a.ous) to all outside us aptio customers. The umdc and ufsn are entitled "aptio automation modules power cord used with optional aptio modules." The umdc and ufsn explain that the plug used to connect to the automation system power source may overheat and that siemens customer service engineers will be visiting customer sites to replace the power cords.

Event description:
The female/ male end connector between the "blindo" cable on the aptio automation track and the refrigerated storage module (rsm) indicated a burn pattern. There are no reports of patient intervention or adverse health consequences.